Manufacturer narrative:
No complaint was received with the return of this device. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces. Internal insulation abrasions were noted from 9.3 cm to 9.6 cm and from 30.7 cm to 32.2 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted from 8.6 cm to 8.8 cm from the distal tip, consistent with friction against another implantable device or feature of the patient¿s anatomy. Internal insulation abrasion was noted from 26.4 cm to 26.7 cm from the distal tip. The etfe coating on one of the cables was damaged at this location, consistent with procedural damage. Internal insulation abrasion was noted from 8.1 cm to 8.9 cm from the distal tip. The etfe coating was abraded at this location. All other damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.